Manufacturer narrative:
The subsidiary site was unable to resolve the reported issue. This complaint is related to MDR # 1828100-2015-00313 and MDR # 1828100-2015-00314.

Event description:
The user facility service engineer reported that during testing of the device at the user facility, occlusion changed on its own on the roller pump. Rate of fall of water level during occlusion check varies after 60 minutes, varied considerably from the initial set position. There was no pt involvement. The clinical support specialist (cs) spoke to the ccp (who has been a practicing ccp for 24 years) via a conference call. Previously this center had reported to the MFR that a number of pts (about 15) had experienced hemolysis during cardiopulmonary bypass (cpb) and they diagnosed hemolysis by the presence of hematuria (blood in the urine) and elevated bilirubin levels in the blood. This is an indication of excessive damage to the red blood cells, and the clinical team at (B)(6) is of the opinion that three large system-1 roller pumps are to blame for this increased occurrence of hematuria. According to the ccp, in previous months and years they rarely saw hematuria. They began to check the occlusion level of the arterial pump after cpb was completed, and they found the occlusion of the pumps (per fluid drop test) was much tighter than the level prior to cpb. They were of the opinion the rollers were moving during use and that is why the occlusion fluid drop was less than prior to cpb. The three pumps were sent back to the MFR for testing and investigation and a bench top test was established to duplicate their method of setting occlusion. The same sized tubing (1/2' ID x 3/32" wall) was used in the testing and the occlusion was set according to their method (1" drop per minute with check point at 1 meter above the pump). Both roller were checked at the 6 o'clock position. The three system-1 roller pumps were run in the lab for one to two hours and a lab-control system-1 roller pump was also used in the test. After the test, the fluid drop test was repeated and the fluid drop level in all pumps (control included) was less than the level set pre-test. There was no indication the rollers had moved during the test, and our assumption was that the tubing had changed shape and conformation and that resulted in reduced fluid drops. A control sarns 8000 roller pump was then tested and it behaved in the same manner (post-test fluid drop was less than pre-test drop). The three system-1 roller pumps (from (B)(6)) met all specifications and yet new roller assemblies were installed in the pumps as a precaution and to provide some comfort for the customer. The roller pumps were sent back to (B)(6) and prior to placing the pumps back into clinical service, the ccp and his fellow clinicians did a wet-lab test (not in a clinical setting) and they compared the fluid drop occlusion test post-test to pre-test and they observed the same behavior as before (fluid drop test post-test was less than pre-test). They elected to not use the pumps clinically, again, and this was reported to the MFR and their local distributor. A conference phone call occurred on friday, (B)(6) 2015 between the ccp, cs and MFR sales and marketing manager for (B)(4). Cs reviewed the potential causes of hemolysis and they include: blood exposure to all of the devices in the cpb circuit: tubing, reservoirs, oxygenator, filters, pumps, cannulae; forces known to damage blood: negative pressure in suction/vents, blood-air interface, shear forces, temperature changes; other clinical/ pt factors: viscosity of the blood, transfusion, allergic reactions, occlusion settings, pump speeds. All of these factors can lead to hemolysis (hematuria) and when hemolysis does occur, it is very difficult if not impossible to isolate a single cause (e.g. Arterial pump occlusion). The ccp claims nothing has changed in their practice and in the way they manage cpb and their pts. Cs reviewed with the ccp our findings in our investigation and that we feel the change in tubing shape and formation is the reason the fluid drop is reduced over time and is not a reflection of roller movement. Cs suggested to the ccp that he test his other pumps, in a lab setting, for how the fluid drop test results change over time of use. Cs was not sure he understood my suggestion, and at the end of the call, he preferred to continue using the loaner pumps that have been used during the time the three roller pumps were out of service (back at the MFR). At the current time, the MFR subsidiary site, (B)(4) region and distributor are considering the options of leaving the loaner pumps at the hospital and not sending back the three roller pumps to the MFR in (B)(4). The subsidiary site, (B)(4) region sale and marketing manager and the distributor are of the opinion the three roller pumps are not defective but the hospital is not convinced. At this time, there is no indication there are any functional issues with the pumps, but they have not been placed back into clinical service at (B)(6). There are no plans to return the three roller pumps to the MFR in (B)(4), at this time.